Event description:
The device involved in this MDR report was explanted (B)(6) months after implantation because of high lead impedance observed; the lead was also explanted.

Manufacturer narrative:
(B)(4) 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.